Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct (exact date not reported). According to complainant during the stent removal procedure, when the physician attempted to remove the advanix biliary stent using a flexible snare, the advanix biliary stent broke in half. The broken stent was removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct (exact date not reported). According to complainant during the stent removal procedure, when the physician attempted to remove the advanix biliary stent using a flexible snare, the advanix biliary stent broke in half. The broken stent was removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 30, 2017. While pulling the stent out of the duct using the snare, the stent broke off at the end. The stents were not reported to have broken into pieces requiring additional retrieval.